Manufacturer narrative:
Constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unable to verify prime anomaly due to motor anomaly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error alarms. Device passed self test. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that piston was not moving during rewind. The customer was not able to exit the load reservoir process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.